Event description:
Dr began procedure (turp). Electrode was not functioning properly (inadequate cutting). Instrument was disassembled and it was discovered that the electrode had burned through the insulation (2 pieces).